Event description:
Plate was broken after seven months. Patient was revised.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.